Manufacturer narrative:
A partial lead with the connector pin measuring 42.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead had pulled back significantly via review of x-ray. The svc coil was back in the subclavian, and it was believed the lead was caught up in the tricuspid annulus. The lead was tested day of procedure and measurements were normal. The lead was successfully removed by laser rv lead extraction and replaced with a new rv lead. The patient was stable before, during and after the procedure.